Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited intermittent output after interaction with electrocautery. The patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
(B)(6).